Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen in the unipolar configuration. Lead check has flipped the polarity to unipolar several times. No noise is seen in bipolar. Lead currently remains implanted. Should additional information be received, this file will be updated.